Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash on the upper part of her garment. Patient described the rash as itchy and looks like a small red pimple. There was no alleged device malfunction contributing to the irritation. Patient applied cortisone ointment beta galen and talcum powder. It's unclear if a medical professional recommended or prescribed the powder however beta galen appears to be prescription only. Follow up indicated that the cream is helping with the skin irritation.